Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet, with blood glucose reaching 315 mg/dl for approximately 10 hours and subsequently decreasing to 170 mg/dl after subcutaneous insulin pen injections; the cause of the high glucose was unknown, no alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no hospitalization and symptom resolution following manual insulin administration. Investigation included review of the event details and user troubleshooting. Investigation of this case revealed no device alarms or identifiable device malfunction, and no component-specific issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.